Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual and functional inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for balloon ruptures from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a ramus coronary artery stenting procedure, during stent deployment, the 2.5 x 18 mm xience xpedition balloon ruptured at 15 atmospheres and a significant dissection occurred in the mid left anterior descending (mlad) coronary artery. The dissection was treated with an unplanned stent in the lad. The patient was monitored in the intensive care unit for 24 hours. Three days post procedure an intervention was performed. There was a clinically significant delay in the procedure. There was no additional information provided.